Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "catheter leaked after insertion. There was a delay to treatment as the device had to be replaced. The patient was reported as fine post the incident".

Manufacturer narrative:
(B)(4). The customer reported the catheter was leaking. The customer returned one flat filter nrfit, one snaplock assembly, an epidural catheter, and lidstock. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned filter and snaplock revealed both components appear typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen between the inner coils. Microscopic examination of the catheter revealed the catheter is damaged at approximately 13.7cm from the distal end. The extrusion appears to have a cut/hole. No other damage was observed. Functional inspection was performed on the returned sample. A functional leak test was performed using the returned catheter and returned snaplock assembly. The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock assembly was then connected to a lab leak tested and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter has a hole at 13.7cm from the distal end, which was revealed during the visual inspection. No other leaks were detected. A device history record review was performed on the epidural catheter with no relevant findings. The reported complaint of the catheter leaking was confirmed based on evaluation of the sample received. During the functional inspection, the returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 13.7cm from the distal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "catheter leaked after insertion. There was a delay to treatment as the device had to be replaced. The patient was reported as fine post the incident".